Event description:
A customer reported via phone call indicating physical damage in the battery housing thread on their insulin pump. The patient's blood glucose level was 122 mg/dl at the time of the call. The customer stated that they have inaccurate readings from the sensor as well, but does not know if the cause of the false readings is from the physical damage. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with normal operating currents.no unexpected off no power alarm noted. Pump had blank display noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.